Event description:
Patient reported had heart attack in afib 11/25. No additional information available. Freq: inject content of one syringe intra-articularly into each knee once weekly for three weeks.